Event description:
It was reported that the coil cannot be detached when it was positioned to the target, and after the event the device was safely retrieved. The device was changed to another one to complete the procedure. Pre-deployment electrical test was not performed, and no resistance was noted during the procedure. No repositioning was required during the procedure, and the entire dpr and coil are not available for analysis. The aneurysm neck was 7*8*4.

Manufacturer narrative:
The device was returned severely damaged. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coil¿s non-detachment was due to a fractured solder joint in the resistive heating coil. The circumstances of how and where the damage occurred cannot be determined. It also cannot be determined if the severe damage found on the unit was related to the complaint. In addition, without the return of the detachment control box and the connecting cable used in the procedure, it cannot be determined if these components contributed to the complaint event. The analysis indicated that the most likely root cause of the non-detachment was due to a fractured solder joint at the resistive heating coil, but the circumstances of how this occurred cannot be determined. In addition, no pre-deployment test was conducted, which the IFU addressed needs to be conducted. Based on the analysis, there was no manufacturing issue identified, therefore no corrective action was taken.